Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that a cartridge change error occurred. Reportedly, there was an o-ring on the pneumatic tap. Customer removed the o-ring and received another cartridge change error. Customer to use an alternative form of insulin therapy. Customer¿s blood glucose level was 328 mg/dl.